Manufacturer narrative:
Submit date: 02/04/2009. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien in early 2009 that a customer had an issue with a dental needle. Customer reports when he took off the needle cap, the needle fell off and resulted in a clean needle stick.